Event description:
A facility manager reported that after an intraocular lens (iol) was implanted, the pt had disabling glare during night and day hours, along with dysphotopsia. The lens was exchanged approximately five months after initial implantation. In a follow up, the surgeon reported that the event resolved after the iol was exchanged.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received on (B)(6) 2014. (B)(4).